Manufacturer narrative:
(B)(4). Corrections: section d1: corrected brand name. Section d2a: corrected common device name. Section d3: corrected email. Section d4: model and catalog # corrected to rt330. Section d5: corrected. Section g2: corrected. Section g4: updated 510(k). Section h4: corrected date of manufacture. Section d4: complete device identification information was not provided by the healthcare facility. Section h11: method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel (f&p) healthcare in new zealand, where it was visually inspected and analysed. Results: visual inspection identified multiple cracks on the chamber dome. The printing on the outside of the chamber dome was also observed to be smeared. Conclusion: our investigation identified multiple cracks on the dome of the mr290v vented autofeed humidification chamber. Based on our investigation, the smeared print on the chamber dome indicates that it may have been in contact with a solution containing alcohol, which may have caused the cracking observed in the chamber dome. The mr290v vented autofeed humidification chambers are designed and tested to conform to iso 5367 breathing tubes intended for use with anaesthetic apparatus and ventilators. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specification at the time of production. Our user instructions that accompany the rt330 optiflow tubing kit state the following: do not use the chamber if the seals are not intact when received, or if it has been dropped. Ensure there is a water supply connected to the chamber and that water is present within the chamber. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.

Event description:
A distributor reported on behalf of a healthcare facility in japan, that an mr290v vented autofeed humidification chamber that was provided with an rt330 optiflow tubing kit was found leaking during set up and prior to patient use. There was no patient harm.

Event description:
A distributor reported on behalf of a healthcare facility in japan, that a mr290v vented autofeed humidification chamber that was provided with a rt330 optiflow tubing kit was found leaking during set up and prior to patient use. There was no patient harm.

Manufacturer narrative:
(B)(4). The subject device has been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completino of our investigation.